Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2019 and suture was used. During the procedure, the needle detached from the assembly. The procedure was completed successfully. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # : (B)(4). It was received for analysis an empty opened foil, an empty opened folder and needle-suture piece of product code pdp881, lot pbm549. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected and slightly marks were noted on the body needle. The suture was cut appears to be by use of surgical instrument. Due to the condition of the sample the functional test cannot be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample, it could not be determined what may have caused the reported incident. The reported complaint was observed.